Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels below 80 (mg/dl); however, no specific bg value was provided. Reportedly, the customer was not able to eat enough during work and attributed this to their low bg levels. Food was consumed to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.